Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device during use. It is unknown if the patient was connected to the setup at the time of the alarm. It is unknown during which therapy step this occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.